Event description:
It was reported that this right ventricular (rv) lead had caused the patient to experience stimulation. The field representative had tested multiple vectors and the patient had stimulation in multiple vectors. The device was then reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).